Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomena. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomena were attributed to the followings. The cause of the locked angulation might have been that the movement of the bending section tube became poor due to the damage of the bending section tube, or the movement of the angle wire became poor. The peeling off of the insertion tube might have been caused by the stress during use, external factors and/or user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus service operation repair center (sorc), it was found that the angulation was locked and the coating of the insertion tube of the subject device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.